Event description:
It was reported that a malfunction occurred on the pump, identified by a malfunction code. There was no reported impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump, assisted them with the resetting process, and confirmed the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any further malfunction codes appeared.